Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by a fever, abdominal pain, nausea, vomiting, presence of fibrin and cloudy pd effluent. The patient did not require hospitalization for the event. On an unreported date, the patient began treatment for peritonitis with 2.5gms of vancomycin and 100mg gentamicin through an unspecified intravenous (IV) access. On the same day, the patient began treatment for fibrin with 2mls of heparin through an unspecified IV access. The patient is scheduled for a clinic visit on monday (date unspecified) and will receive more antibiotics intraperitoneally as prescribed by the medical doctor. It was not reported if pd therapy was ongoing. The outcome of the peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.